Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb) and upgrade the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specs. (B)(4).

Event description:
A report was received from the USA stated an 840 ventilator experienced a blank display. The ventilator was not being used on a pt at the time of the event. The date of the event is unk.